Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer allowed the pump battery to fully deplete and the pump subsequently shut off. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly the customer contacted tandem technical support to help them reset the pump and continued to use the pump for insulin therapy.